Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. The pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 268 mg/dl. The customer stated that she pressed some buttons on the pump and it would not respond. The customer stated that she went running right before the button error and she was sweating. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.